Event description:
This case was reported via regulatory authority health authorities ((B)(4)) on 24-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of autoimmune thyroiditis ("diagnosis of hashimoto's thyroiditis") and depression ("depressive episodes with disability leave") in a female patient who received essure (batch no. 619459) for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression (seriousness criterion disability) with fatigue, weight increased ("major weight gain of 8 kg"), dyspnoea ("breathlessness"), bone disorder ("change in bone mass in jaws") and amnesia ("memory loss"). The patient was treated with antidepressants, levothyroxine sodium (levothyrox), and placement of dental splints. At the time of the report, the autoimmune thyroiditis, depression, weight increased, dyspnoea, bone disorder and amnesia outcome was unknown. The reporter provided no causality assessment for autoimmune thyroiditis, depression, weight increased, dyspnoea, bone disorder and amnesia with essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had diagnosis of hashimoto's thyroiditis and depressive episodes with disability leave. Occasionally, a woman may regret her decision to undergo permanent contraception and experience mild depression. However depression leading to disability leave, as reported in this case, was considered unanticipated in the reference safety information for essure. Hashimoto's thyroiditis is also unanticipated. Hashimoto's thyroiditis is characterized by the destruction of thyroid cells by various cell- and antibody-mediated immune processes. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was excluded. Depression is a highly prevalent disorder. In the present case, the hashimoto's thyroiditis could also have had a contributory role in the occurrence of depression. There was no mention to sterilization regret. Considering the nature of the reported event depressive episodes with disability leave and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-mar-2017 for the following meddra preferred term: autoimmune thyroiditis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: (B)(4). Expiration date: feb-2012 production date: feb-2009. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had diagnosis of hashimoto's thyroiditis and depressive episodes with (B)(6). Occasionally, a woman may regret her decision to undergo permanent contraception and experience mild depression. However depression leading to (B)(6), as reported in this case, was considered unanticipated in the reference safety information for essure. Hashimoto's thyroiditis is also unanticipated. Hashimoto's thyroiditis is characterized by the destruction of thyroid cells by various cell- and antibody-mediated immune processes. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was excluded. Depression is a highly prevalent disorder. In the present case, the hashimoto's thyroiditis could also have had a contributory role in the occurrence of depression. There was no mention to sterilization regret. Considering the nature of the reported event depressive episodes with (B)(6) and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.